Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose of 49 mg/dl and treated with juice. Customer stated that, he had issues with the sensor alerts when it alerts on low. Customer also reported the pump programming assistance alarms. Customer stated that, no further troubleshooting was done. Customer had been using paradigm pump little hesitant to use the 670 and that it would alarm and he would pull the battery out to silence the alarm, and cannot use the paradigm pump because it died. The device will not be returned for analysis.